Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The caregiver of a patient who was going to be implanted with an implantable neurostimulator (ins) reported that the patient experienced the urge to void, but was unable to void during the trial stimulation. There was no known reason for these symptoms and the urge to void has not resolved at the time of the call. The caregiver stated that when they went back to the healthcare provider on (B)(6), they learned that the patient's incision was really infected. The physician removed the lead and put the patient on antibiotics. On (B)(6) the patient had a follow-up appointment with their healthcare provider and the infection had resolved, however the caregiver stated that they put the patient on some more antibiotics, but did not know the reason. The patient is currently waiting for a call from the healthcare provider for the date that the patient will have the implant procedure. No device issues were reported and the patient status at the time of this report is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.